Manufacturer narrative:
Other applicable components are: product ID: 3487a-56, lot# va0c6ch, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the leads were messed up in there somehow. No symptoms or further complications were reported.